Event description:
The patient's husband reported the patient, had 2 v-go 30's fall off within the last 4 days. The husband reported that on (B)(6), the v-go fell off of the patient's arm and on (B)(6), the v-go fell off of the patient's stomach. The husband stated that the patient applies the v-go's at night and they came off the following day around mid-morning.